Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer encountered an issue with the cartridge "not working". A cartridge change was performed resolving the issue. The specific issue was not provided by the customer. Customer's blood glucose level was 200-360 mg/dl.